Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter also sent report to FDA were unknown. No information has been received to date.

Event description:
It was reported that the pump exhibited an error that the cassette was not attached properly. No patient injury was reported.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt. Error codes were found in the ehl (event history log). The customer reported issue was not confirmed during the investigation however, the problem was found and verified to have happened in the event history log. Root cause of the reported issue is unknown as it could not be duplicated. Recommend replacing the downstream occlusion sensor as a preventive measure. A nonconformance report (ncr) for incorrect/no cassette/disposable detected issue was created for this reported issue. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: b5: correction: describe event or problem: updated with additional information received. D4: correction: model number: 2120.

Event description:
Additional information was received by the manufacturer on 08-aug-2022 via email and attached to the complaint object. There was no patient involvement.